Manufacturer narrative:
Additional information was received that it was unknown whether the physician suspected that infection was device or procedure related. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient has infection at the ipg site. The symptom noted a scab over the pocket site that was not healing. Intravenous antibiotics was administered. The patient underwent an explant of ipg and extensions and was admitted for additional studies.

Manufacturer narrative:
UDI= (B)(4). Additional suspect medical device components involved in the event: model#: sc-9218-15, serial#: (B)(4), description: precision m8 adapter, 15cm.

Event description:
A report was received that the patient has infection at the ipg site. The symptom noted a scab over the pocket site that was not healing. Intravenous antibiotics was administered. The patient underwent an explant of ipg and extensions and was admitted for additional studies.